Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) the filter was unable to be pulled into the delivery catheter all the way. Therefore the device was not used. A new nav6 was used to complete the procedure. The jeti hydrodynamic thrombectomy system was advanced into the patient. On the third run, during suctioning, the tubing disconnected from the handset. The physician attempted to reconnect the tubing however the blue end of the handset that hooks the suction tubing from the handset to the catheter came off. Therefore the device was removed. A new jeti system was used to complete the procedure, although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae. Therefore is not considered clinically significant.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it is possible the tubing was twisted lossening the adhesive, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d1 - brand name updated from jeti disposables to: jeti suction tubing. D4 - catalog # catalog number updated from jeti6fg1 to: wvhand. D4 - UDI # updatedto: (B)(4). D4 - lot # lot number updated from unknown to: 2205082.